Manufacturer narrative:
The manufacturer's service rep instructed the customer over the phone to request service by a local field service engineer. The customer will call when they are ready to have the system repaired. No further repair info is available.

Event description:
The customer reported that the entrak 2500 system shut down, and then would not boot up. No pt injury was reported.